Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator and lead replacement procedure. Upon examination, there were many recorded episodes of pacing mode switch caused by atrial lead noise. The electrical performance of the lead was otherwise normal. During procedure, the physician observed insulation breaks on both the atrial and right ventricular leads. There were no electrical abnormalities or noise on the right ventricular lead and the lead was repaired. The atrial lead was capped and replaced during this procedure on (B)(6) 2020. There were no complications from the procedure and the patient was discharged from the hospital. Related manufacturer reference number: 2017865-2020-17830.